Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: catalog # 00770102200, description: ratchet handle, lot # unknown, therapy date: (B)(6) 2023, d10: catalog # 00770302000, z.s.g.m. Cutter 2:1 ratio (caution: sharp ). Lot # unknown, lot # unknown, therapy date: (B)(6) 2023. G2, country event occurred in: australia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that prior to surgery that the mesher was tearing skin and not performing correctly. There was no harm, injury, or delay as there was no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported